Event description:
It was reported through the litigation process that the filter struts perforated into the vertebra and aorta. The current status of the patient is unknown new information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and the struts perforated . The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Follow-up venogram demonstrates good placement with minimal tilt. Approximately two months post filter deployment, the patient presented with abdominal pain. Subsequent computed tomography (CT) revealed the presence of a tilted infra renal inferior vena cava filter. Eventually a year and three months later, the filter legs were extended through the wall of the inferior vena cava. In addition, the tip of the filter was also extended through the wall of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the ivc (inferior vena cava), filter tilt and positioning issue.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 09/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient presented with abdominal pain. Subsequent computed tomography (CT) revealed the presence of a tilted infrarenal inferior vena cava filter. Eventually a year and three months later, the filter legs were extended through the wall of the inferior vena cava. In addition, the tip of the filter was also extended through the wall of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the ivc (inferior vena cava) and filter tilt. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 09/2011.

Event description:
It was reported through the litigation process that the filter struts perforated into the vertebra and aorta. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.